Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery of insulin. Customer¿s current blood glucose was 30 mmol/l. Other relevant blood glucose level was 10.5 mmol/l. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer also reported that they were hospitalized due to surgery on (B)(6) 2019. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.